Event description:
Healthcare professional reported left side capsular contracture baker grade unknown and double capsule during explant surgery. The device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: weight to the spec and opening on radius. A visual and microscopic analysis was performed which identified striated opening on radius, wear abrasion and crease fold. Base on the device analysis the final assessment is: striated opening assessed as surgical damage. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported a rupture. The status of the device and the side are unknown.

Manufacturer narrative:
Initial reporter :phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.